Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that patient presented with pain (unbearable) requested to have implant removed. Tooth #4. Symptoms as a result of the event: pain.

Manufacturer narrative:
One 3i t3 with dcd tapered implant, (bnpt5415) was returned for evaluation. Visual/physical evaluation of the as returned product identified signs of use, but no apparent signs of malfunction. Cal05593632 (due: may 30, 2024). DHR and sterilization records (op0210) review was completed for the subject lot number 2022100256. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022100256 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: pain.¿ the customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi), rev j - 8/1/2022. Information identified: potential adverse events. Per the applicable IFU, ¿potential adverse events associated with the use of dental implants may include failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain¿. Based on the investigation and risk management file review, the most likely root causes determined from the investigation were incorrect techniques use during placement. Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.